Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. Troubleshooting was performed, and the drive support cap was flush. Assisted the customer to run the displacement and self test and they passed. The customer declined to continue testing as he believes that his blood glucose went up because he does not remember to bolus when he eats. Attempted to call the customer several times regarding the drive support cap with not results. No further information was provided.